Event description:
It was reported that the proximal shaft of the bmw universal guide wire became stuck inside of the balloon delivery system, when an attempt was made to withdraw the balloon after dilatation.